Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:09:22. During night drain cycle six, the patient's ultrafiltration reading was 1877ml, indicating the home patient (hp) drained 1637ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was the total tidal ultra filtration (uf) removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Device failed homechoice return instrument test/evaluation (rite) functional testing due to deteriorated piston foam and crack door piston. The rite functional testing failure will be captured and reported through (B)(4). Should additional relevant information become available, a follow-up report will be submitted.